Event description:
It was reported that there was black smoke during use and the components shorted out.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.